Event description:
It was reported on (B)(6) at 13:05, dr. (B)(6) a closed drainage of the left thoracic cavity and used a peripherally inserted central venous catheter statlock catheter fixator 2 times to fix it. On (B)(6) 2024, 17:50, p-shift bedside handover, checking the patient's left thoracic drainage tube, and found that the peripherally inserted central venous catheter statlock catheter fixator was broken, immediately inform the nurse manager, bedside doctor, and give the dressing tape properly fixed, again check the drainage tube is smooth, no twisting, puncture sterile dressing intact, no oozing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.